Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 2032227-2015-23098 for the sensor and 2032227-2015-23100 for the transmitter.

Event description:
Customer reported via phone, he was in the water and raft rubbed against set and it pulled out. Customer then ate the wrong thing after this and her blood glucose went up to 800 mg/dl. Customer went home changed the infusion set and treated with the insulin pump and went to bed. Customer is not returning the insulin pump for further analysis.